Event description:
Patient was being prepped to undergo spinal decompression surgery intended to be done at spine level l5-s1. There was difficulty identifying the level of surgery and the surgeon thought that the c-arm was unstable and this contributed to the difficulty. Initially, the surgeon used a spinal needle to identify the site of the surgery, and then used a currette to stabilize the site. The procedure was performed on l4-l5. Intraoperative fluoro (not read until after the surgery) identified that the spinal needle was at the correct site (l5-s1), but the currette was at l4-l5.